Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom of nuisance downstream occlusion alarms which were unable to reproduced during evaluation. Nuisance downstream occlusion alarms were verified through a review of the event history log and found during a physical inspection to be caused by an out of specification downstream tubing guide depth. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a nuisance downstream occlusion alarm. There was no patient involvement. No additional information is available.